Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number: e2015055. The 1 reported device was received for evaluation; event was confirmed during testing. Evaluation found a worn hose assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was determined to have a hole in the hose which passes air and lubricant. There was no patient involvement; no patient impact.